Event description:
The reporter stated the surgeon, while preparing to load a 12.6mm micl 12.6 implantable collamer lens, noted under the microscope, what appeared to be a mark/scratch on the lens. There was no patient contact and the backup lens was implanted. The lens was discarded by the surgery center.

Manufacturer narrative:
Pt age: unk. Pt weight: unk. Date of event: unk. Implant date: na. Explant date: na. (B)(4). Device evaluated by manufacturer? No. Lens discarded by facility. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens was discarded.

Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search and the device history record review, the most likely root cause of the event has been determined to be manipulation or injection related. (B)(4).

Manufacturer narrative:
(B)(4).